Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent a total abdominal hysterectomy due to complication from the essure -device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, pelvic adhesions, vulvovaginal human papilloma virus infection, abdominal mass, bowel adhesions, endometriosis, leiomyoma nos and adenomyosis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent a total abdominal hysterectomy due to complication from the essure -device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the patient tolerated the procedure well with good hemostasis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, pelvic adhesions, vulvovaginal human papilloma virus infection, abdominal mass, bowel adhesions, endometriosis, leiomyoma nos and adenomyosis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems - condition: anxiety and mental anguish") and abdominal pain ("abdominal pain"), 3 days after insertion of essure. In april 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and was found to have uterine leiomyoma ("uterus fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: the patient tolerated the procedure well with good hemostasis. Discrepancy in removal of device, patient currently not planning for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporters were added. Events: uterus fibroid, abdominal pain were added. Event onset date and outcome were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, pelvic adhesions, vulvovaginal human papilloma virus infection, abdominal mass, bowel adhesions, endometriosis, leiomyoma nos and adenomyosis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent a total abdominal hysterectomy due to complication from the essure -device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the patient tolerated the procedure well with good hemostasis. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received, event outcome for event pelvic pain updated from unknown to recovering/resolving. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, pelvic adhesions, vulvovaginal human papilloma virus infection, abdominal mass, bowel adhesions, endometriosis, leiomyoma nos and adenomyosis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, menstrual disorder, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: the patient tolerated the procedure well with good hemostasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, event added- depression and mental anguish. Events onset date added. Outcome of the event pelvic pain was updated to recovered from recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 43-year-old female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included dysfunctional uterine bleeding, uterine fibroid, pelvic adhesions, vulvovaginal human papilloma virus infection, abdominal mass, bowel adhesions, endometriosis, leiomyoma nos and adenomyosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems - condition: anxiety and mental anguish") and abdominal pain ("abdominal pain"), 3 days after insertion of essure. In (B)(6)2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("menorrhagia") and post procedural complication ("post removal complications") and was found to have uterine leiomyoma ("uterus fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the menstrual disorder, depression, anxiety, uterine leiomyoma and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and uterine leiomyoma to be related to essure. The reporter commented: the patient tolerated the procedure well with good hemostasis. Discrepancy in removal of device, patient currently not planning for essure removal. Plaintiff received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: menorrhagia, post removal complications added. Events outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent a total abdominal hysterectomy due to complication from the essure -device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. Patient demographic information added. Essure insertion date updated to (B)(6) 2010 and essure removal date (B)(6) 2010 added. Lot number (700548) added. Events abnormal bleeding (general), dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.